Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into evaluation and repair of the device. Upon contacting the hospital to obtain further information it was responded that no additional details about the event and follow-up can be provided. The lack of information does not allow a case-specific evaluation and, a reliable conclusion in regard to the potential root cause cannot be made. In fact, it can even not be confirmed that indeed a ventilator failure has occurred - the effects of a significant leakage in the patient circuit outside the device may be perceived as a ventilator failure. Furthermore, a (temporary) shut-down of automatic ventilation can be initiated by the device as a safety measure in case of e.g. Fast and significant rise of the airway pressure to protect the patient from potentially hazardous output. This would also not necessarily be related to a technical error condition - strong coughing of the patient during wake-up phase may create such condition. Finally, and - given that a malfunction of the device has occurred - the device is designed to post a corresponding alarm if automatic ventilation fails. There's a breathing bag integrated to ensure that patient support can be done by means of manual ventilation; a ventilator shut-down has no effect on the gas dosage and the monitoring functions. An assessment which scenario may apply for this particular event is not possible due to missing relevant information. Device not available for evaluation.

Event description:
It was reported that automatic ventilation failed during a surgical procedure. The patient was reportedly connected to another device; no health consequences were resulting from the event.